Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the pump was removed on (B)(6) 2015 due to an infection. The pump was ¿contaminated,¿ and the incision site started to erode and serous fluid oozed out. The patient went to see the surgeon for suture removal. It was reported that according to the surgeon, the pump was not the issue and it was thrown in the trash. The therapy was noted to be a baclofen pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.